Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose event. The customer was treated with manual injections and insulin for high blood glucose level. Customer did not mentioned that the sticker of the insulin pump was worn out. Customer did not mention any symptoms related to high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with faded serial number label and minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0170.